Event description:
It was reported that at the beginning during the first 6 months the patient¿s therapy was giving them good relief. The patient adjusted stimulation up and down and a couple of months ago they turned stimulation off but it felt like it was still on but it was turned off. It was noted that the patient turned the implant off for 2 weeks then they were going to the bathroom like they used to do then they turned stimulation back on but it didn¿t provide relief like it used to. The therapy had been off for about a month and at the beginning it was controlling. It was stated that the patient¿s health care provider (hcp) checked them for a bladder infection and did an x-ray of the pelvis area. The therapy was off but it felt like it was on and they were feeling the sensation. It was reported that the patient programmer was somewhere but the patient couldn¿t find it. The patient¿s hcp¿s office was aware that the patient programmer would be shipped there and told the patient to call the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va05xpd, implanted: (B)(6) 2013, product type: lead. (B)(4).